Event description:
Patient reported "ruptured", "really bad symptoms", "skin cancer", "pain", "it started my lupus off" and "feeling very very unwell". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of lupus is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lupus, and rupture.